Manufacturer narrative:
(B)(4). After battery installation, the unit display frozen screen. The problem is isolated to the pcba1. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify communicate to sensor simulator due to frozen screen..

Event description:
Information received by medtronic indicated that the customer get change sensor alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.